Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a carotid artery stenting procedure, stent deployment difficulties and in-stent restenosis occurred. The 85% stenosed eccentric lesion was located in the non tortuous and calcified carotid artery. After placing another manufacturer's protection system, a carotid wallstent 10x24mm was advanced to the lesion. The distal tip of the stent did not deploy. The stent delivery system was removed. The stent was postdilated with another manufacturer's balloon. After two inflations, the stent was still not fully deployed. The procedure was stopped. Seven days post procedure, a 7x30mm carotid wallstent was placed in the original stent for in-stent restenosis. No patient injuries or complications were reported. The patient status is reported as "well."